Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 63992, were returned and analyzed. The data files showed 8 application were performed with the returned balloon catheter on the date of the event and 4 applications were performed with a non-returned balloon catheter on the date of the event. The data files showed system notices (B)(4) ¿the safety system detected fluid in the catheter and stopped the injection¿ on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. System notice (B)(4) ¿catheter not recognized¿ was triggered when the returned catheter connected to the test console. Electrical integrity and impedance showed the impedance between two pins was out of the specification. This issue was caused by the electrical umbilical intermittent issue. Further dissection showed the guide wire twist at 1.5 inches from the catheter tip. Pressure test showed the leakage at the twist location. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.